Manufacturer narrative:
Device malfunction suspected, but did not cause a pt death.

Event description:
On (B)(6) 2011, a vns treating physician reported to the MFR's distributor in (B)(4) that the pt was experiencing difficulty speaking. The words felt like they were stuck in his throat. The device failure disturbs him and can be painful at times. On (B)(6) 2011, the physician reported that the pt was experiencing high impedance. System diagnostics were run that day. The results showed output-limit/ output current - 1.00ma/ lead impedance - high/ dcdc -7/ near eos- no. The pt was also experiencing an increase in seizures above pre-vns baseline level. The pt had x-rays taken on (B)(6) 2011 and they will be sent to the MFR for review. The physician stated that the pt had a fall preceding their high impedance. Surgery may be planned in the future depending on the MFR's assessment of x-ray results. If add'l info is attained, it will be reported.